Event description:
The pt received two trial leads with the same lot number. It was reported the pt was implanted with the trial leads and the leads had migrated in recovery. It was reported the physician repositioned the leads on the same day, and effective stimulation was achieved postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.